Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation found the red energy capacitor wire was disconnected from the j17 spade connector. Reconnecting the red energy capacitor wire to the j17 spade connector resolved the issue. The cause of the reported issue was determined to be the disconnected connector.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device does not deliver defibrillation energy as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with this event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device does not deliver defibrillation energy as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.